Manufacturer narrative:
The device was returned. The quality investigation is complete.

Event description:
It was reported that the bur broke off in the attachment during a procedure. It was further reported that the procedure was completed successfully using another device. The procedure was delayed by 5 minutes as a result. There was no adverse consequences or medical intervention reported as a result of this event.

Event description:
It was reported that the bur broke off in the attachment during a procedure. It was further reported that the procedure was completed successfully using another device. The procedure was delayed by 5 minutes as a result. There was no adverse consequences or medical intervention reported as a result of this event.

Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Device not yet returned to manufacturer.